Event description:
It has been reported to philips that the fluoroscopy was not possible. Please select app error message was generated. The device was in clinical use. No harm has been reported to philips. Phillips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned treatment/non-emergency treatment, the treatment got delayed and it was completed by restarting the system. A philips engineer inspected the system remotely and confirmed that the fluoroscopy was not possible. Review of the log file showed that there were detector communication errors. The philips field service engineer (fse) went onsite to check the reported problem. The fse further investigated the system and found that generator test results showed ups (uninterrupted power supply) had malfunctioned and the power to the cooling unit was off for sometime. While rebooting, the system needed the time to stabilize the detector temperature before allowing x-ray, due to which the detector communication errors were recorded. The fse confirmed that the system was not having any issues and it was performing as intended and the ups was having problem. The ups was serviced by a third party engineer. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the allura system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.